Event description:
It was reported that the patient was scheduled for a lead replacement procedure due to high pace/sense impedance and non-capture following a device changeout a few months ago. During the procedure, the device was observed under fluoroscopy. It was noted that the pace/sense pin was not fully seated in the device header. After opening the pocket and removing the device, the physician was able to easily pull the lead from the header. The physician then noticed that the proximal end of the insulation on the right ventricular lead was "bunched up". He concluded that this was the reason that the lead was not able to be fully advanced in the device header. The physician decided to place a new pace/sense lead and cap the pace/sense portion of the right ventricular lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.